Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 419 mg/dl. The customer declined troubleshoot for high blood glucose. Customer does not perspire heavily. Customer was advised to monitor the problem and call back if issue persist. The device will not be returned for analysis.